Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Explanting physician reported capsular contracture grade IV. Device has been explanted. This relates to the right device.